Event description:
Force bipolar instrument tagged with "cautery not working." No instrument failure form found, unknown case, unknown patient. 5 lives out of 12 remaining on the instrument. Instrument to be returned to manufacturer.